Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer reloaded the cartridge and resumed insulin delivery successfully. Subsequently after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.